Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor intermittently failed to pair with the ilet pump, requiring multiple pairing attempts, sensor code re-entry, sensor type toggling settings, and a firmware update before the sensor finally entered warmup and produced readings, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communications and interviews, as well as analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system consistent with intermittent communication failure traced to electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.